Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to damaged zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the stretcher had intermittent zoom due to damaged zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-07204. The serial number (B)(4) and catalog number 1025000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-07204 for full reporting of serial number (B)(4) and catalog number 1025000000 for this complaint.